Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and gastrointestinal/pelvic floor via a manufacturer¿s representative (rep). The rep reported that the patient was having a ¿thoracic problem¿ where the spinal cord ins was implanted. The rep reported that the patient also had a bowel ins and couldn¿t use it and the spinal cord ins simultaneously. The rep reported that the spinal cord ins was going to be explanted on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4) implanted: 2017(B)(6) explanted: product type lead product ID 3058 lot# serial# (B)(4) implanted: 2014(B)(6) explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that from the time she had the scs put in, her colon did function ¿nl.¿ the patient reported that her colon stimulator worked well alone, the 2 were not compatible in her body. No further complications were reported.